Manufacturer narrative:
Tw # (B)(4) updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 04/02/2025. An investigation was conducted on 4/3/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact returned device. The c-ring was observed to be intact. The c-ring was able to be retracted and extended using the c-ring slider with no physical or visual difficulties. The bisector rod was also able to be retracted and extended within the cannula with no physical or visual difficulties; however the bisector blade was unable to be extended and retracted using the toggle. The rocker assembly was unscrewed so the individual pieces could be examined. A microscopic investigation was conducted. The pullrod ball was returned separately and therefore out of the socket of the rocker arm, providing no connection between the two components. Due to the lack of connection, the assembly came apart when the screws were removed with no physical force used. Based on the returned condition of the device and the evaluation results, the reported failure "mechanical problem" was confirmed. Sc 15-may-2025 a manufacturing engineering evaluation was conducted. The device showed signs of clinical use. O upon further investigation, it was noted that when the rocker (rm7000919) was actuated the blade on the bisector subassembly was not moving. This was noted as not a normal function of the device. The device was disassembled and it was observed that the pullrod ball was detached from the rocker arm (rm7000921). Based on the engineer evaluation memo, the reported failure "mechanical problem" was confirmed. The lot # 3000447906 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro,pa states the trigger that moves blade in and out felt different. A new device was used to complete the procedure. There was no patient harm. There was no delay.